Event description:
When the surgeon was passing the needle through the soft tissue it broke in half before it was completely through the tissue. The needle and packaging were saved. All parts of the needle were accounted for.